Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the bbroviac cv catheter, single-lumen, 6.6f products are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that eight months and nine days post chronic catheter placement, the catheter allegedly leaked from the exit site on the chest wall. It was further reported that a hole was allegedly found on the internal section of the catheter upon removal. Reportedly the catheter was removed and replaced. There was no reported patient injury.

Event description:
It was reported that eight months and nine days post chronic catheter placement, the catheter allegedly leaked from the exit site on the chest wall. It was further reported that a hole was allegedly found on the internal section of the catheter upon removal. Reportedly the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one s/l hickman catheter in two segments were returned for evaluation. Gross, microscopic visual, functional testing and tactile evaluations were performed. The investigation is confirmed for the reported hole in catheter and fluid leak issues as a leak from what appeared like a pinhole was observed from the catheter upon infusion. Furthermore, a complete circumferential break was noted on both the distal and proximal end of the catheter. However, striations was noted throughout the catheter surface. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.